Event description:
As stated by the customer 2010-06-16: during transfer from the resident's bathroom to bed, pt fell from the lifter landing on floor. (B)(4).

Manufacturer narrative:
We are reporting according to exemption (B)(4). Incidents involving medical devices manufactured by arjo hospital equipment ab in (B)(4) will be reported by us, the legal MFR, arjo hospital equipment ab in (B)(4) on behalf of our sales and distribution company in the (B)(4). Add'l info will be provided upon conclusion of the MFR's investigation. Track wise ID.